Event description:
It was reported that during preparation of a port placement procedure via the right internal jugular vein, the whole end of the dilator sheath was found to be white and loose which resulted in the inability to be implanted smoothly. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos and one electronic video were provided for review. The photo shows introducer sheath along with dilator in which tip of the sheath was noted to be deformed. Therefore, the investigation is confirmed for the identified deformation due to compressive stress. However, the investigation is kept as inconclusive for the reported defective component as the provided evidence is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported that during preparation of a port placement procedure via the right internal jugular vein, the whole end of the dilator sheath was found to be white and loose which resulted in the inability to be implanted smoothly. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.